Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem customer technical support educated the customer to not reuse insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.